Event description:
Per the physician's report , this patient's device was explanted in 2006 due to medical reasons (not specified). The patient was reimplanted with a new device during the same surgery.